Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: nes, 1.7, lab: 1.9.

Manufacturer narrative:
In-house accuracy test. Test date: donor 1 (2009), donor 2 (2 days later). Returned strip ln: 080498b. Comparative sys: sysmex 560; 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. Discrepant results (accuracy) comparison of inratio test with lab results provided end-user at time complaint was filed: date: 2008, inratio: 1.7, lab: 1.9, mean: 1.80, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. The nes (not enough sample) error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. Strips were returned for eval. Meter was not returned. In-house accuracy test was performed; 2 therapeutic donors were tested on returned strip ln: 080498b with in-house meters and are within the allowable bias and meet the accuracy criteria. No further action is required. There have been 23 discrepant results complaint was reported for lot # 080498 yielding a complaint rate of 0.006%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (>0.07%). No corrective action is required as no product deficiency was established. On going trending shall be performed to determine if further action is warranted.